Event description:
It was reported during device upgrade that the right ventricular lead exhibited high capture threshold. The right ventricular lead was capped on (B)(6) 2024. A new left ventricular lead was implanted, but dislodgedment was seen via imaging. The lead was exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events, were lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The s-curve hump height was measured to be within product specification. The reported event high threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.